Manufacturer narrative:
(B)(4). This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. During evaluation of the device, the philips field service engineer (fse) noted that the battery pins of the battery pca was bent and replaced the battery board. The fse tested and calibrated all parameters of the device which tested ok and the device back in working order.

Event description:
During evaluation of the device, the philips field service engineer (fse) noted that the battery pins of the battery pca was bent. There was no report of patient involvement or that the unit failed to power up.